Event description:
A nurse reported that during surgery the lamp switched off and would not turn on again. Another lamp was brought into complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complains for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).